Event description:
It was reported that the insulin pump alarmed button error. The customer had gone to bolus, but the insulin pump went to the main menu and would not move. The customer removed the battery and reinserted it, and the device alarmed battery error. The customer's blood glucose was 10.5 mmol/l. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.